Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. Stated the haptic broke during insertion into the eye. The incision was enlarged to remove the lens from eye. No suture was used. Another same model and size lens was implanted. The lens was discarded by the facility. The surgeon used an injection system that is not recommend by the manufacturer to use with this lens model. Doctor prefers this injection system and is aware it is considered as off-label use.

Manufacturer narrative:
(B)(4). Conclusions: based on the complaint history, this lens was used with an injection system other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. (B)(4).